Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device battery longevity was decreasing faster than expected. A review of device data by boston scientific engineering determined that the increase in battery power consumption is due to high atrial rate sensing attributed to the patients atrial fibrillation (af) condition. It was also noted that the signal artifact monitor (sam) feature is enabled on the device which can also consume additional battery power in the presence of high atrial sensing. Ts provided the analysis information to the healthcare provider (hcp) and indicated that they may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode and program off the right atrial lead, as the patient appears to have been in af since the device was implanted. The patient was noted to be pace therapy dependent so sam must remain enabled. The minute ventilation (mv) sensor was also noted to be programmed on. The device remains in service. No patient symptoms or adverse patient effects were reported.